Event description:
It was reported that shortly after the patient's index admission for left ventricular assist device (lvad) implant they were admitted for four months for peritoneal dialysis failure, bacteremia, and respiratory syncytial virus (rsv). The patient was admitted due to the inability to tolerate out patient hemodialysis. On (B)(6) 2022, the patent passed away due to multisystem organ failure. The death was not considered to be device related and the device operated as expected. The lvad was not to be returned for evaluation.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 - health effect - clinical code: multiple organ dysfunction syndrome - 3261, bacteremia - 4846. Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricle assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The lvas was not to be returned for evaluation. The device reportedly operated as intended. There were no previous issues reported with the device. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction (including renal failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. The device history records were reviewed for the heartmate 3 lvas (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this even.